Manufacturer narrative:
Argus case (B)(4).

Event description:
Suspected poisoning/ intake of teeth cleaner by infant [accidental device ingestion by a child]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion by a child in a infant male patient who received denture cleanser (corega fuer teil-zahnersatz) tablet for product used for unknown indication. On an unknown date, the patient started corega fuer teil-zahnersatz. On an unknown date, an unknown time after starting corega fuer teil-zahnersatz, the patient experienced accidental device ingestion by a child (serious criteria gsk medically significant). The action taken with corega fuer teil-zahnersatz was unknown. On an unknown date, the outcome of the accidental device ingestion by a child was unknown. It was unknown if the reporter considered the accidental device ingestion by a child to be related to corega fuer teil-zahnersatz. Active/content in the product was potassium monoper sulfate 12.0 percent plus sodium nitrite 0.200 percent plus sodium percarbonate 8.00 percent plus taed 3.33 percent. The infant had taken teeth cleaner. The father pointed out the poison emergency call center. There were no symptoms yet.